Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive bleeding / abnormal bleeding") and pregnancy with contraceptive device ("pregnant / pregnancy (no complications)") in a (B)(6) -year-old female patient who had essure (batch no. 948834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 5 ((B)(6) 2005, (B)(6) 2009, (B)(6) 2010, (B)(6) 2012, (B)(6) 2014). Previously administered products included for an unreported indication: ortho tri. Concomitant products included ibuprofen (excedrin ib) for migraine as well as ethinyl estradiol w/norgestrel (ethinylestradiol/norgestrel) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 year 5 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with malaise. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormally lengthy menses"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and migraine ("migraines") with headache. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced post lumbar puncture syndrome ("post partum spinal headache"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, menorrhagia, pelvic pain, abdominal pain, fatigue, migraine, vaginal haemorrhage and post lumbar puncture syndrome outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, post lumbar puncture syndrome, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Events vaginal bleeding and post partum headache are added. Case became incident. Lot number added. Lab data updated. Concomitant condition and drugs are added. Product, patient & reporter information updated. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive bleeding / abnormal bleeding") and pregnancy with contraceptive device ("pregnant / pregnancy (no complications)") in a 33-year-old female patient who had essure (batch no. 948834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 5 ((B)(6) 2005, (B)(6) 2009, (B)(6) 2010, (B)(6) 2012, (B)(6) 2014), multiparous and meningitis. Previously administered products included for an unreported indication: ortho tri. Concurrent conditions included drug allergy, hypothyroidism, iron deficiency anemia, nausea, back pain and peripheral swelling. Concomitant products included ibuprofen (excedrin ib) for migraine as well as ethinyl estradiol w/norgestrel (ethinylestradiol/norgestrel) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 year 5 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with malaise. In september 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormally lengthy menses"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and migraine ("migraines") with headache. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced post lumbar puncture syndrome ("post partum spinal headache"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, menorrhagia, pelvic pain, abdominal pain, fatigue, migraine, vaginal haemorrhage and post lumbar puncture syndrome outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, post lumbar puncture syndrome, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed full occlusion. Ultrasound scan - on (B)(6) 2014: approximately five (5) months pregnant most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received:the case became medically confirmed yes and concomitant condition, medical history ,reporter added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive bleeding / abnormal bleeding") and pregnancy with contraceptive device ("pregnant / pregnancy (no complications)") in a 33-year-old female patient who had essure (batch no. 948834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 5 ((B)(6) 2005, (B)(6) 2009, (B)(6) 2010, (B)(6) 2012, (B)(6) 2014), multiparous and meningitis. Previously administered products included for an unreported indication: ortho tri. Concurrent conditions included drug allergy, hypothyroidism, iron deficiency anemia, nausea, back pain and peripheral swelling. Concomitant products included ibuprofen (excedrin ib) for migraine as well as ethinyl estradiol w/norgestrel (ethinylestradiol/norgestrel) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 year 5 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with malaise. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormally lengthy menses"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and migraine ("migraines") with headache. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced post lumbar puncture syndrome ("post partum spinal headache"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, menorrhagia, pelvic pain, abdominal pain, fatigue, migraine, vaginal haemorrhage and post lumbar puncture syndrome outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, post lumbar puncture syndrome, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed full occlusion. Ultrasound scan - on (B)(6) 2014: approximately five (5) months pregnant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.